Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed foam particles inside the assembly. Additionally, the service technician noted multiple error codes (e55, e65, and e66) and found dust/dirt inside the device. The service center scrapped the device after the evaluation was completed.